Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 310c27, serial/lot #: b275401, ubd: 22-oct-2019, (B)(4). Product ID: 620bg25, serial/lot #: b214184, ubd: 23-feb-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an electrocardiogram revealed complete heart block five days post implant of this mitral bioprosthetic valve, aortic bioprosthetic valve, and tricuspid annuloplasty band. Subsequently, seven days later, a permanent pacemaker was implanted. No additional adverse patient effects were reported.